Event description:
N/a

Manufacturer narrative:
The device was received without its protecting sheath. It's tip was kinked (at around 15mm from extremity), the cathode (active area) was deformed and the tubing was split at this level. The active area did not contain anymore electrolyte solution; solution with air bubbles was present in the upper part of the probe. Lack of electrolytic solution is linked to the slits (slots) observed in the tubing at the probe tip level. The probe was tested and showed decreasing oxygen pressure values, until loss of the signal. The device history records review did not reveal any anomaly that could explain the reported event. The complaint was verified. The received licox probe was not functional, because of a lack of electrolyte solution, linked to the presence of slits. Presence of slits on the probe may be related to a pinch of the tubing, either with a tool (between the jaws or the edges of a tool) or following a kink of the probe. The manufacturing process was reviewed and given the routine controls (100% visual inspection of the probe at the tubing level, protecting sheath placement, absence of tool able to pinch the probe) it was concluded that it was unlikely that the probe was released with a pinched tubing. The user reported a resistance felt during probe insertion, that may explain the observed kink. The exact cause of the slits of the tubing could not be determined by the investigation. Device identifier ip1p (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical trial administrator reported on behalf of the customer that the ip1p (kit containing cc1.p1 and the ip1 introducer) had a bad contact, providing a strange value on the licox monitor on (B)(6) 2019. Initially when moving, the connection seemed to work but then it suddenly did not work. Scanner check showed that the probe seemed to be torn in the cerebral parenchyma. The customer found that the licox probe seemed weak. This event was not classified by the hospital as an adverse event. The probe was removed on after day 4. Complementary information was received on (B)(6) 2018 indicating that there was no patient consequence. The values were good after the stabilization period. There was no particular treatment implement due to the strange value (monitor indicated 530 nearly always at the end). Patient treatment was not delayed. It was reported that the insertion was good, the dura mater was perforated. The fiber was inserted however a small resistance at the end of the insertion was felt which probably explained the angle of the fiber on the scanner.